Event description:
It was reported that the patients lead was fractured which was found out during an ipg upgrade procedure. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per facility policy.